Event description:
Information received from the field notes that a trans- telephonic check-up noted intermittent pacing and no capture. The patient was sent to the hospital and with magnet application, the paced rate was 65 ppm while the base rate was last programmed to 70 ppm. The patient's escape rhythm was 37 bpm.